Event description:
The surgeon was unable to set the z axis target coordinate to the proper depth due to interference of the crwma mayfield adapter. The target setting was (- 62 mm) but the z axis scales bottomed out against the crwma device at -53/-54 mm. The surgeon had to reposition the patient on the or table and relocate the crwma to a position 90 degrees from his normal set up. No harm to the patient and a minimal delay of 20 minutes. This target setting is short of the available travel specified in the user's manual. Linked to mfg. Report number: 3004608878-2016-00244.

Manufacturer narrative:
Integra has completed their internal investigation on 09/19/2016. The investigation included: methods: review of device history records. Review of complaints history. Although product was not returned for investigation, a thorough review of the reported complaint was conducted. This issue was duplicated by the stereotactic sales specialist using a demo device and reviewed. The end user¿s experience was confirmed. Due to the design limitation of the crw precision arc and crwma, the target was unattainable for the type of procedure that was being performed. Device history record reviewed for this product ID lot # crwp1194 manufactured on april 22, 2014 show no abnormalities related to the reported failure. This device passed all required inspection points with no associated mrr¿s, variances or rework.. A two year look back in trackwise for this reported failure and or related to "unable to set the z axis target " for this product ID shows that 2 complaints were received including this case. No new design or manufacturing trends have been identified. This issue will be monitored. Results: in summary, the root cause for this failure was determined to be a limitation in the design of the crwma when used with the crwprecise for the type of procedure that was being performed.